Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows one loose syringe with the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4144452. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material # 301027. Batch # 4144452. It was reported that the bd syringe 5ml ll bns stopper was defective / deformed. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Complaint number(s): (B)(4). Product sku: 301027. Product lot number: 4144452. Complaint details: 5cc syringe plungers deformed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.